Event description:
It is reported that the pt received an implant on (B)(6) 2011 due to coxarthrosis. The pt was implanted with biolox delta taper liner and biolox delta head both zimmer (B)(4) products. On (B)(6) 2011, the acetabular liner broke, and the pt had to undergo revision surgery.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see CAPA (B)(4)), this complaint has to be reported to FDA retrospectively. Since there is a similar biolox delta head sold in the us by zimmer USA, as part of the corrective action mentioned above, the complaint has to be reported to FDA retrospectively. The evaluation has been received. As the products were unavailable for investigation, the scope of the investigation was limited to reviewing the lot history record and reviewing the trend relating to this type of event. A review of the lot history showed that the product has been found to conform to specifications. An analysis of the related trend determined that at the time the reported event, rate remains low. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. Zimmer reference number (B)(4).